Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set leaking at site event on 19-jun-2024. The infusion set had been used for 1 day. No further information was available.